Event description:
Dislocation, subluxation and an adverse soft tissue reaction to metal debris reported.

Event description:
It was reported that revision surgery was performed. The reason for the revision was not reported.